Manufacturer narrative:
Testing method of reference lab was not reported. Customer was told quality control measures should be run at the same time as pt testing. Customer reports that currently quality control is being performed but, not by the technician performing the test. Customer further advised that quality control should be run with new lots of cassettes. Customer states that currently quality control is being run only at 90 day intervals if time permits. In addition customer was advised to perform a pt correlation with the reference lab used.

Event description:
Customer reports a discordant (B)(6) result. Physician questioned result and requested a sample sent to reference lab for comparison. No report of injury with the event.